Manufacturer narrative:
(B) (4): physio-control is anticipating the device return for eval/repair and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device was operating on battery power when it made a noise and lost power. The user changed the installed batteries, but the device would not power on. There was no pt use associated with the event.